Manufacturer narrative:
Analysis of implantable neurostimulator model 7426, sn (B)(4) found no anomalies. The device functioned properly throughout 100 hours of testing at body temperature at the stimulation parameters it was received with.

Event description:
It was reported that the patient¿s battery went into overdischarge. It was the third overdischarge. Battery depletion was reported to be premature. It was unknown if a physician mode recharge was performed. The implantable neurostimulator (ins) was replaced on 2014-(B)(6). No diagnostic testing was performed. It was also noted that the stimulation stopped spontaneously four times in four months. It was unknown if there were any patient symptoms associated with the event. Additional information reported the patient was being treated for parkinson¿s disease. It was unknown when the patient began having problems. It was also noted that the physician believed the ins stopped by itself four times. It was reported the implant date was 2011-(B)(6). The patient¿s first implant was 2006-(B)(6).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.